Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 419 mg/dl. The customer inquired about the bolus feature and stated that the meter reading was not transmitting to the insulin pump. The customer was assisted with relinking the meter. The customer declined troubleshooting. The customer stated that the high blood glucose was due to waiting on an authorization for 500 insulin units. The insulin pump will not be returned for analysis.